Event description:
The customer reported the sys had a ups reads self test failure, uic too low, and there was no power. The fse noted the sys will not boot. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply and batteries were replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.